Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient presented with a broken stem (B)(6) 2022 after receiving distal femoral replacement surgery on (B)(6) 2019. The implanting surgeon performed a revision surgery on (B)(6) 2022. During the revision surgery the following implants were revised: eleos distal femur right segmental, eleos distal femur axial pin, eleos tibial hinge component w/ rotational stop, and eleos tibial poly spacer 8mm. Also, during the revision surgery, the eleos canal filling stem 11mm 152mm bowed slotted spline 2/3 plasma 28mm collar was replaced with the eleos cemented stem 13mmx120mm straight fluted, eleos modular porous biogrip ha collar porous ha treated round 34mm 28mm, and eleos modular collar locking ring and impactor tip. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the complaint could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G4: PMA/510(k) number corrected. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no and if other specify section corrected. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient presented with a broken stem on (B)(6) 2022 after receiving distal femoral replacement surgery on (B)(6) 2019. The implanting surgeon performed a revision surgery on (B)(6) 2022. During the revision surgery the following implants were revised: eleos distal femur right segmental, eleos distal femur axial pin, eleos tibial hinge component w/ rotational stop, and eleos tibial poly spacer 8mm. Also, during the revision surgery, the eleos canal filling stem 11mm 152mm bowed slotted spline 2/3 plasma 28mm collar was replaced with the eleos cemented stem 13mmx120mm straight fluted, eleos modular porous biogrip ha collar porous ha treated round 34mm 28mm, and eleos modular collar locking ring and impactor tip. No additional information regarding this adverse event has been provided.